Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rainbow effect on the screen and worse in brighter light esp day light making hard to read. The customer¿s blood glucose level was unknown. Customer stated that the hairline crack in housing start at top right corner of screen wraps around side 1 in long. Customer stated that the insulin pump reject the room temp battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No failed battery test alarm, no missing segments or partial display anomaly and device passed the delivery accuracy test at 0.08750 inches during test noted. Device received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).